Manufacturer narrative:
Batch review performed on 20-jul-2022: lot 2109522: 130 items manufactured and released on 06-sep-2021. Expiration date: 2026-08-22. No anomalies found related to the problem. To date, 125 items of the same lot have been sold with no similar reported case during the period of .

Event description:
Revision surgery performed at about 2 weeks after the primary surgery due to hip luxation. Head and liner were successfully revised for a double mobility converter.